Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an programming error was not determined. The reported issue that there was an programming error could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported an event involving an error in the programming of the medication remodulin. Per customer, the end user appeared to have struggled in finding the concentration that can run at lower rates. The information on patient involvement is not known.